Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: evaluation revealed unexplained power on resets observed in the black box. Battery compartment is cracked on the side from threads to cover. Battery cap and cartridge cap were not returned. A new test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. A test cartridge cap was also used for testing. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.